Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right hip).

Event description:
Litigation alleges that the patient suffered pain, discomfort, osteolysis, formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant, stiffness, inflammation, chromium and cobalt toxicity, lack of mobility and other complications.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. (B)(4).

Manufacturer narrative:
Update: 2/1/2013 - asr/supplemental information received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.